Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon arrival, fse power cycled system and was able to induce the reported issue. Fse power cycled tower in standalone mode and nfhu message went away. Fse then power cycled system with tower and robot connected and the message came up again. Fse then power cycled system with both consoles and the tower connected and observed that nfhu message did not appear. Fse then reviewed error logs and observed error code 55018 indicating system mode not for human use with node ac_4f reporting the error pointing to universal surgical manipulator(usm)4. Fse replaced the usm4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and failure analysis is in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was getting a not for human use message at power up. Customer power cycled the system, and the message appeared again. They also tried to connect one console at a time and the same nfhu message appeared. The procedure was aborted with no patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi), did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed and the reported error was confirmed/replicated. The field error logs confirmed the unit triggered 55018 error errors pointing to the carriage. Visual inspection did not reveal any signs of contamination or damage related to the reported problem. The unit was put on the in-house system, and it triggered the ¿not for human use message;¿ as well as the 55018 error pointing to the carriage. The unit was then reprogrammed in an attempt to clear the error, but the error continued to persist. The unit was then installed on the test platform, but it was unable to perform the tests due to the 55018 error. The axes controller, carriage logic (accl) was replaced with a gold test unit, and the 55018 error disappeared. The unit was able to perform the normal mode test on the system and patient side cart fixture test platform (pftp) tests without issues with the gold accl. The original accl was then returned and the 55018 error returned. The probable root cause is attributed to the accl printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.